Manufacturer narrative:
After battery installation, the down keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. Customer advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.